Event description:
From staff: c/s pack bulb syringes for infant suctioning at delivery-is bent and does not work-both in pack. 3rd c/s noted this week where bulb syringes provided nonfunctional and not able to detect until time of use. Further inspection shows stem slightly bent that prevents adequate use. 3rd bulb syringe packaged separately opened and used and adequately works-compared 2 after delivery and discrepancy noted.